Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the lead had become dislodged. No patient symptoms were reported. No intervention was performed due to an unrelated patient condition.